Event description:
The customer reported the system will not power up. No patient injury was reported.

Manufacturer narrative:
There was no report available on evaluation or repair of the system. (B)(4).